Event description:
Large abcess a pt who underwent colorectal surgery with a colostomy in which six sheets of seprafilm were placed. During the surgery, severe adhesions were seen due to previous episodes of diverticulitis. After the surgery, the pt developed a possible infection and had bandemia on a abscess of 24 x 10 x 12cm in size. The abscess was tapped on post-operative day 4 and a fluid chemistry was done. The bilirubin was 1.9mg/dl versus 1.8mg/dl in serum. Additionally there was the pt's amylase, lactic dehydrogenase, lipase were raised and glucose and proteing were low. There was minimal fibrinous exudate in the tapped fluid. Fluid cultures were pending. The pt's outcome is unknown. No further information was provided. This conclusion code was chosen because no sample was returned and no lot number was provided the user facility. Genzyme quality assurance is unable to perform an evaluation or lot history review.